Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Manufacturer narrative:
(B)(4). Device performed according to specification, no failure detected and product within specification. The customer reported that discrepant results were generated for one sample during a comparison study with the cobas ampliprep/ cobas taqman (cap/ctm) hiv-1 test (version 1) and cobas ampliprep/ cobas taqman hiv-1 test, version 2. The results generated for the cap/ctm hiv-1 version 1 test were (B)(6). The cap/ctm hiv-1 test, version 2, generated results of (B)(6) for the same sample. (B)(4). Sequencing analysis was performed on the customer returned patient sample and generated the following results: (B)(6). For the cap/ctm hiv-1 test (version 1), there is a mismatch to the downstream primer that is likely to affect assay performance based on the location of the mismatch. For the cap/ctm hiv-1 version 2 test, mismatches to the gag downstream primer are likely to affect the (B)(4). However, there are no mismatches present under the ltr primers and probe. Therefore, no sequence related performance issues are expected for the cap/ctm hiv version 2 test. No product non-conformance was identified. (B)(4).

Event description:
A customer site in the us reported that discrepant results were generated during a comparison study with the cobas ampliprep / cobas taqman hiv-1 test, version 2.0. Specifically, the customer indicated that the sample generated a log of (B)(6) when tested with version 1 of the cobas ampliprep / cobas taqman hiv-1 test and a log of (B)(6)when tested with the cobas ampliprep / cobas taqman hiv-1 test version 2.